Event description:
This complaint is from a (B)(4). The procedure was coil embolization for the aneurysm in intracranial vertebral artery. The coils were placed in the aneurysm after the enterprise (enc452212) was placed in the position. When the last coil (detail unknown) was placed in the aneurysm and the microcatheter (sl10, boston scientific) was pulled back, it protruded outside the aneurysm into the vessel. Additional enterprise stent (details unknown) was placed to hold the protruded coil. The procedure was completed successfully without any adverse event or neurological symptoms. A jailed technique was utilized for this procedure, and a microcatheter was not placed through the stent. After the coil stretch, the stent continue to cover the aneurysm neck, and the second stent was placed to secure the stretched coil. The vessel diameter proximally was 3.8mm and distally was 3.2mm to aneurysm neck.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via the (B)(6) that during an enterprise vrd assisted coil embolization when the last unknown coil was placed in the aneurysm, it protruded outside of the aneurysm into the vessel when the jailed noncordis sl10 boston scientific microcatheter was pulled back. An additional enterprise stent was placed to hold the protruding coil. The procedure was completed successfully without any adverse event or neurological symptoms. The procedure was treatment of a saccular intracerebral artery aneurysm with a neck of 11.7mm and a neck to sac ratio of 11.7mm/17.3mm. The parent vessel distal to the aneurysm was 3.2mm and proximal was 3.8mm. This was the first time the aneurysm had been treated. The sl 10 microcatheter used for coiling was not placed through the struts of the stent, but was used via a jailed microcatheter technique. It is not known if there was any resistance or difficulty related to the placement of the coil. There is no information regarding vessel characteristics, the coil or the detachment of the coil. After the protrusion of the coil, the enterprise stent continued to cover the aneurysm neck. The enterprise vrd remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Based on the available information, it appears that procedural factors and concomitant device manipulation contributed to the coil protrusion out of the aneurysm. There is no indication of any device design or manufacturing or performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Microcatheter (sl10, boston) and coils. The aneurysm was saccular, with a neck of 11.7mm, and neck to sac ratio of 11.7mm/17.3mm. Balloon remodeling was not utilized during the procedure. This was the first time the aneurysm was treated. The medications giving pre-procedure were aspirin, clopidogrel sulfate, intra-procedure heparin, argatroban hydrate, and post procedure heparin. The patient is in stable condition. There was no information regarding the coil and no further information available. Additional information will be submitted within 30 days of receipt.